Manufacturer narrative:
The customer reported complaint of the intermittent operation of the thermogard xp ivtm system display head was confirmed during initial functional testing. The root cause of the reported issue was due to a defective display head flexible circuit assembly. As part of routine service during testing, the console was examined and unrelated to the reported complaint, found damaged pump lid, bumpers and drip tray gasket. The thermogard is a reusable as well as serviceable device and was manufactured in april 2010. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
Upon powering on the thermogard xp ivtm console (sn (B)(4)) for testing, the customer reported the console display head intermittent in operation. There was no patient involvement.